Event description:
It was reported that during the unknown procedure to unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the farawave air was continuously drawn in. The sheath was replaced, and the procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.